Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 31jul2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture confirmed by MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6; d9; h3; h6.

Event description:
Healthcare professional reported a right side rupture confirmed by MRI. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive. As per the investigation procedure creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.